Manufacturer narrative:
The actual device was not available; however, fifteen companion samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed and no issues were noted. Functional tests were performed in the cycle machine with two units simulating the therapy. The two units successfully completed the functional testing. The reported condition was not verified. The sample met specification for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked during peritoneal dialysis therapy. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.